Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in excellent condition. No apparent contamination. Pump motor drive phase b post, multiples low battery and battery depleted messages were found in event history log. The technician was unable to duplicate pump motor drive phase b post during power up (battery was at 95%). The root cause of the reported issue was found to be that the alarm can occur if the pump was not plugged in the alternate current (ac) power during power up, and the battery was nearly depleted this was found to be an user error. Performed preventive maintenance and all functional test, no repair was not needed per customer reported problem.

Event description:
It was reported that the pump motor drive phase b post occurred. No patient injury was reported.